Event description:
It was reported that; patient reported that she received a revision surgery on (B)(6) 2016. Surgeon removed the cage that was implanted and protruding in her neck. Four days after the surgery, she had an incision infection and started having a low grade fever. She has had a low grade fever since (B)(6) 2016. She's had numerous blood test done, MRI, and also complications with the stitches. Her recent visit to the infectious disease shows immune system is low. It is unknown what the cause of the infection is.

Manufacturer narrative:
Date of birth: (B)(6) 1980. (B)(4). Risk assessment. Device history review could not be performed as the reported device was not properly identified. Device inspection could not be performed as no device was returned. Complaint history review could not be performed as the reported device was not properly identified. The root cause could not be determined as the reported event was not confirmed.

Event description:
It was reported that; patient reported that she received a revision surgery on (B)(6) 2016. Surgeon removed the cage that was implanted and protruding in her neck. Four days after the surgery, she had an incision infection and started having a low grade fever. She has had a low grade fever since (B)(6) 2016. She's had numerous blood test done, MRI, and also complications with the stitches. Her recent visit to the infectious disease shows immune system is low. It is unknown what the cause of the infection is.